Manufacturer narrative:
The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that on (B)(6) 2013, while doing laundry, she began to feel unwell and noted experiencing "sweating bad(ly), was lightheaded, confused, had a dry mouth and a headache". Customer further reported that when her son, who is a paramedic, attempted to check her sugar using her adc blood glucose meter it would not turn on when the button was pressed or with test strip insertion. Customer's son gave her glucose tablets and advised her "to eat and drink a lot of water". Customer was then taken to a local healthcare facility where she was diagnosed with hypoglycemia and treated with glucose via intravenous infusion. There was no report of death or permanent injury associated with this event.